Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6) could not conclusively be determined through this evaluation. Multiple attempts to gather additional information was attempted; however, none was provided. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 24feb2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists death and multiple types of organ failure and dysfunction (hepatic dysfunction, renal dysfunction, respiratory failure, right heart failure, and heart failure) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient passed away due to multisystem organ failure. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation. Additional information was requested, but not provided.